Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not follow the recharge protocol and did not recharge their ipg for several months, which caused the ipg to become inoperable. In turn, surgical intervention took place on (B)(6)2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored postop.